Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid and bupivacaine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient stated they had a very bad fall at the end of last year and since january they had been getting back more medication than they expected at refills and the patient felt like they weren't getting the right amount of medication. The patient stated they were scheduled for magnetic resonance imaging (MRI) today but it was cancelled since they were not able to see their managing healthcare provider (hcp) the same day so they were going to see if they could reschedule to 2024-08-13. The patient was redirected to their hcp to further address the volume discrepancy issue.